Manufacturer narrative:
The device was not available for return. Nevro received the initial report from a distributor. Nevro has attempted to obtain additional details regarding the case, however, the information is not available at the time. Device is not available for return.

Event description:
It was reported to nevro that a patient in (B)(6) had acquired an infection and was hospitalized. The patient was given treatment for the infection via the hyperbaric chamber.

Manufacturer narrative:
The device was not returned for analysis. Review of the manufacturing and sterilization records did not find any nonconformities. Follow up report with the distributor indicated that the patient acquired the infection during the hospital stay and it was not device related. There was no information regarding patient's explant status.